Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant sm mpp gel 500cc which the right side ruptured after implantation. The issue discovered during capsulectomy. As a result patient underwent removal and replacement with catalog number 3505001bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Additional information on 6/25/2018, indicated that there was an issue with capsular contracture in the right implant. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. Brown material and gel was observed on the shell surface. During examination, product evaluation summary observed a crease on the anterior aspect. A rent measuring approximately 19 cm at the end of the crease. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Manufacturer¿s reference number: (B)(4).